Event description:
Reporter stated that a neonat's blood glucose was measured, using the performa system, with a result of 109 mg/dl. A few minutes later, the neonate's blood glucose was reportedly retested, on a lab instrument, with a result of 156 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).